Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was at 100% the night prior to the report. Subsequently, the pump shut off in the night and isn't able to be turned on. Review of pump data by tandem technical support showed the pump was only charged to 10% the night prior. It was confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. Customer reported blood glucose (bg) level was 596 (mg/dl) with moderate ketones. A manual injection was delivered to address bg level. The customer connected the pump to a power source using a different charging supplies and was able to turn on the pump successfully.